Event description:
The iabp was experiencing low vacuum alarms. They attempted to reset and restart the pump, but the alarms continued. The pump was exchanged off the patient. There were no reported patient complications.

Manufacturer narrative:
Field service evaluated the console and determined the compressor was the source of the problem. Compressor was replaced. Pump was functionally tested and returned to service.